Event description:
Spontaneous call. Pt states that pump is alerting for "check owners manual". Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.